Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "system fault 36", "system fault 37"and "pacer fault 115" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was observed and attributed to a faulty system board. The customer declined repair of the device; therefore the device was labeled not for clinical use and returned to the customer. Analysis for reports of this type has not identified an increase in trend.